Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 l1 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model:mn10450-50a, UDI: (B)(4)., serial: unk, batch: unk.

Event description:
It was reported that the patient had ineffective stimulation. Lead fracture was confirmed. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced to address the issue. It cannot be determined which lead contributed to the event.